Event description:
At the end of the surgical case, it was noted that a small piece of rubber from the robotic port seal was missing. The surgeon was notified and the scope was inserted back into the abdomen. The vendor of the port seal was notified, as this has been a repeat incident with the same product.